Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified left circumflex artery. A 2.50 mm x 20 mm maverick² balloon catheter was advanced for predilatation and the balloon was inflated but it ruptured at 14 atmospheres. The device was removed and the physician decided to perform the operation on another date. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the maverick 2 catheter was received with no original packaging or other devices. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified left circumflex artery. A 2.50mm x 20mm maverick balloon catheter was advanced for predilatation and the balloon was inflated but it ruptured at 14 atmospheres. The device was removed and the physician decided to perform the operation on another date. No patient complications were reported and the patient's status was stable.